Event description:
We have been having multiple problems with the sterile gloves. Cleanroom staff is reporting that there appears to be different size gloves in a single packet, they have different thicknesses, and the consistency is not identical. They describe them as "fragile" and seem to tear very easily when putting them on. One staff member reported having to throw away 5 or six pairs in the past two weeks. In addition, the elasticity varies. One glove from the pack will be very tight and the other will be loose and floppy. There have been two different colored gloves in the same packet and at times they are stained and have had specks of dirt on them. The staining and specks of dirt have been reported previously. All of the gloves have been discarded, but we have a sample of a stained one.